Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy. The registered nurse had a patient with two antibiotics that would run piggybacks. The first antibiotic was cefepime that started infusing at 23:40. It was a 50 ml bag to run over 30 minutes at 100 ml/hr. After 35 minutes of running, there was still medication in the bag (amount unknown). It took until nearly 00:50 to complete. It was also reported there was no patient injury.